Event description:
Covidien apac region reports; customer reports; in preparation for a pt procedure they placed and empty syringe into the injector and loaded contrast media. The staff then purged the air from the syringe and low pressure tubing. Staff reports they walked into the CT control room to select an injection protocol from the control from console, when they noted the injector had already injected the contrast media. Injector syringe and tubing was not attached to pt. No reported injury.

Manufacturer narrative:
Covidien regional service engineer replaced the powerhead pcb, console cpu pcb and main cpu pcb. The service engineer tested the unit and found the injector worked well. A review of cts shows one other similar issue reported on this unit. In a discussion with covidien service manager in (B)(6), he said that this is not a common issue with the (B)(4) injector. A review of cts shows 5 uncommanded movement complaints on the (B)(4) injector systems since 2001. All were investigated and none could be duplicated and no problems found by service engineer.